Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during aspiration the system shut down with an error message. An angiojet® zelantedvt¿ catheter was being used in a deep vein thrombosis (dvt) treatment procedure within the left superficial femoral vein (sfv). The catheter was primed with no issues. The device was introduced to the treatment site and aspiration was started. After 11 second, the system shut off and gave a saline error. The pump bulb was half full of saline. The catheter was removed from the patient and the procedure was completed with another zelante catheter. No complications were reported and the patient was fine.